Event description:
It was reported the pt experienced extreme pain at the ipg pocket site. The pt is currently experiencing other medical issues unrelated to his scs system. The pt will meet with the physician at a later date as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.